Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and syncope ('faint away') in a 29-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2013, (B)(6)2015)), recurrent abortion, dysfunctional uterine bleeding, dysmenorrhea and diarrhea. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2008 to 2010. Concurrent conditions included anemia and bipolar disorder. Concomitant products included iron since 2012 for anemia, fluoxetine hydrochloride (prozac) since 2010 for bipolar disorder as well as ibuprofen from (B)(6) 2017 to (B)(6) 2017, omeprazole since (B)(6) 2015 and sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and syncope (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, syncope, depression, anxiety, dyspareunia and nausea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, syncope and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test since result was previously provided. Discrepancy information was reported in pfs and mr: essure explant date, number of pregnancies, live birth, miscarriage details and dates of depo-provera. Removal date was captured from the pfs since plaintiff had total hysterectomy on (B)(6) 2018, also the pregnancy dates were inappropriate so on essure plaintiff only had one miscarriage. The left tube was cannulated with the essure apparatus. This was deployed with 5 coils noted outside of the tubal ostium. A similar procedure carried -out on the patient¿s right with 5 coils noted coming out of the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: heavy periods, dyspareunia, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and syncope ('faint away') in a (B)(6) year old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (((B)(6) 2008, (B)(6) 2013, (B)(6) 2015)), recurrent abortion, dysfunctional uterine bleeding, dysmenorrhea and diarrhea. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2008 to 2010. Concurrent conditions included anemia and bipolar disorder. Concomitant products included iron since 2012 for anemia, fluoxetine hydrochloride (prozac) since 2010 for bipolar disorder as well as ibuprofen from (B)(6) 2017 to (B)(6) 2017, omeprazole since (B)(6) 2015 and sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and syncope (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, syncope, depression, anxiety, dyspareunia and nausea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, syncope and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test since result was previously provided. Discrepancy information was reported in pfs and mr: essure explant date, number of pregnancies, live birth, miscarriage details and dates of depo-provera. Removal date was captured from the pfs since plaintiff had total hysterectomy on (B)(6) 2018, also the pregnancy dates were inappropriate so on essure plaintiff only had one miscarriage. The left tube was cannulated with the essure apparatus. This was deployed with 5 coils noted outside of the tubal ostium. A similar procedure carried -out on the patient¿s right with 5 coils noted coming out of the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: heavy periods, dyspareunia, nausea, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: pregnant with essure micro-insert, physical pain/ pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dyspareunia (painful sexual intercourse) and nausea. Lot number, medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), syncope ('faint away') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (((B)(6) 2008,(B)(6) 2013, (B)(6) 2015)), recurrent abortion, dysfunctional uterine bleeding, dysmenorrhea and diarrhea. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 and mirena from 2008 to 2010. Concurrent conditions included anemia and bipolar disorder. Concomitant products included iron since 2012 for anemia, fluoxetine hydrochloride (prozac) since 2010 for bipolar disorder as well as ibuprofen from (B)(6) 2017, omeprazole since (B)(6) 2015 and sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), syncope (seriousness criterion medically significant), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy/hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, syncope, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, syncope and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test since result was previously provided. Discrepancy information was reported in pfs and mr: essure explant date, number of pregnancies, live birth, miscarriage details and dates of depo-provera. Removal date was captured from the pfs since plaintiff had total hysterectomy on (B)(6) 2018, also the pregnancy dates were inappropriate so on essure plaintiff only had one miscarriage. The left tube was cannulated with the essure apparatus. This was deployed with 5 coils noted outside of the tubal ostium. A similar procedure carried -out on the patient¿s right with 5 coils noted coming out of the tubal ostium. As discrepancy noted in insertion date: (B)(6) 2018. Patient received treatment for- pain, bleeding and psych injury. Medical leave related to essure: yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: heavy periods, dyspareunia, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event was added- general abnormal bleeding and abdominal pain. Event outcome was added- pain and bleeding was resolved. Product start date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.